Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) provided troubleshooting options. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.